Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric lens vaulting was noted approximately 13 weeks post lens implant. The patient noticed a decrease in her vision. Lens exchange is scheduled. The surgeon indicated that in his opinion the likely cause of the event is "irregular capsule contraction causing inferior z-syndrome." This event refers to the patient's left eye.